Event description:
The device was returned as it was reported that the air in-line (ail) sensor was defective during testing. The results of the investigation confirmed that the device's air detector was defective due to damage. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a damaged/defective air detector was found as well as a detached downstream occlusion (dso) seal. The air detector and dso seal were replaced to fix the issue.